Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR :04may2019. The touch screen assembly was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the touch screen revealed no damage or contamination. An investigation was performed and the top right corner of the screen did not respond. The resistance measurements are out of specification. The root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. The manufacturer's technical services (ts) confirmed the reported issue. The manufacturer¿s field service engineer (fse) was dispatched to the field for touch screen replacement. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. Unit would not pass the calibration test and buttons didn't recognize touch. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.